Manufacturer narrative:
The manufacturer had previously reported that the device's internal battery had been replaced to address an error code in the event log. This was incorrect. The device was returned unrepaired due to rejection of service estimate and the internal battery was not replaced.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.